Event description:
It was reported that during patient use, the ventilator's screen turned off then went back on without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).